Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed and the leads and electrodes were cut and part of the leads were left implanted in the patient's back. Since then, the patient experienced shocking in her hand while sitting or when standing by metal chairs. She received the shocks whenever she touched the chairs but no other metal objects or anywhere else in the house. The chairs were metal but covered by some "vinyl looking material" with rubber feet and were on top of concrete slabs. The patient's husband and daughter did not get shocked from these chairs. The patient did not receive the shocks before the purchase of these chairs. Additional information received reported that no surgical intervention was planned.

Manufacturer narrative:
Product ID 7495-66, serial# (B)(4). Product type: extension. (B)(4).